Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. The fse found no issues with the battery and backup battery, and could not replicate the failure. The unit was in working condition and handed over to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) does not have a battery backup. There was no harm reported.

Event description:
It was reported that during a routine check done by biomedical engineer, the cs300 intra-aortic balloon pump (iabp) does not have a battery backup. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.